Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was received and evaluated at the service center. The reported complaint that the pump had excessive flow, was confirmed. There were clear signs indicating the device has been dropped. The pinch valve assembly and the front mounting plate were found damaged upon evaluation. The damaged pinch valve would have caused the complaint reported by the customer. The service of the device was however declined and was placed into long-term hold as it was not needed for the equipment exchange pool use. A manufacturing record evaluation was performed for the finished device [serial number : (B)(6)], and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
UDI: (B)(4). To date, the device has not been returned. If the device, or further details are received at a later date, a supplemental medwatch will be sent. No additional information was provided.

Event description:
It was reported that the fms vue pump flooded. It was reported that this event occurred prior to surgery, and there was no surgery impact. No additional information is available. There were no adverse patient consequences reported. No additional information was provided.